Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, recapturing the device was performed following the first deployment, and the delivery catheter was then operated for the second deployment. When the deflection button was operated to pass through the tricuspid valve from the right atrium again, the deployment button slid toward the operator side by itself in conjunction with the operation of the deflection button. The deflection button was operated again in the same manner after sliding back the deflection button to the original position, the deployment button slid toward the operator side by itself in conjunction with the operation of the deflection button again. The leadless ipg system was withdrawn from the patient's anatomy, and operation was inspected. In accordance with the protocol, deployment, pulling the tether, recapturing the device and operating the deflection button was performed in order while outside the patient's anatomy/blood vessel, and no abnormal function was confirmed. The procedure was then continued using the same product, the leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary a partial delivery system was returned, analyzed, and no anomalies were found. Blood was observed on the outer shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted a partial delivery system was returned without the device with the tether wrapped around the tether pin not attached to the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is blood on the outer shaft inside of the handle. The deployment button was able to be locked in the deployed position on the handle. The deployment button was able to be locked in the recapture position on the handle. Articulation and deployment could not be performed as only a partial delivery system was returned. If information is provided in the future, a supplemental report will be issued.